Manufacturer narrative:
Additional narrative: patient information is unknown. Product code xxx used to capture product code fqp. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing location: (B)(4). Manufacturing date: february 05, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that during a primary spine surgery on (B)(6) 2017, it was not possible to insert the flex-arm inside the synframe guiding tube. Additionally it was not possible to lock the flex-arm. The surgeon had to change his procedure and the patient was not implanted with a cage. The patient may have to come back for a new intervention. The surgery was prolonged about fifteen (15) minutes but there was no patient harm. No information available about patient outcome and condition. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. It was determined that there is no allegation against this device and it will be reported as concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.